Manufacturer narrative:
H3 other text : third party service center.

Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log, the device failed a test step during testing. The device's air inlet foam, blower assembly, machine flow sensor and muffler assembly were replaced to address the issue. There was evidence of contamination.